Event description:
The facility had sent an infusion pump to service where a baxter service tech had discovered a failure code 812:02. Although an attempt had been made by baxter to contact the reporting facility, no add'l info was available regarding pt age or status, injury, medical intervention or whether the device was on a pt at the time the condition was reported.